Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The possible cause of the terminal buckling (bent pin) inside the scope-connector socket may have occurred in the following order: when inserting the scope connector into the scope connector socket of the device, a missing part of the scope connector tip was caught in the terminal inside the scope connector socket. The terminal inside the scope internal socket of the device was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. The instructions for use includes the following statements: connection of an endoscope. Confirm that the video connector of the videoscope are not damaged.

Manufacturer narrative:
No additional information is available for this event yet. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection, there was a distorting of image with test ltf type vh scope. This was attributed to the pin # 12 found bent inside video connector. Device passed all other functional tests. All video output signals tested ok. Device is up to date on software and main switch unit.

Event description:
As reported for this event, during an unknown event, the device socket connector pins were observed to have physical damage of bending. There was a distorted image received. When connected to another tower, the image was visible and then an error message e311 white balance incomplete was observed before the image was lost. There is no reported adverse impact to the patient.